Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 16th to the most distal stent wraps with struts bunched, overlapping and pulled distally toward the distal tip. No deformation was evident to the distal tip. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity rx drug eluting stent to treat a non-calcified and non-tortuous lesion. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Excessive force was not used during delivery. It was reported that stent deformation occurred in-vivo during positioning. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy and that the event was procedural related and not device related. The physician completed the procedure and the patient status post procedure is alive with no injury.